Event description:
It was reported the customer had a blank display on their insulin pump. Customer also reported a crack on the right hand corner of their screen. The customer was unsure how the damage had occurred on their insulin pump. The customer also reported a no delivery alarm occurring when attempting to treat their blood glucose. Customer's blood glucose was 343 mg/dl. Troubleshooting found insulin was able to exit with a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer also reported their blood glucose rising to 408 mg/dl. Customer stated they were experiencing high blood glucose because their insulin was expired. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 20322277-2015-08779.